Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during stage two procedure, intra-operative impedance check with implanted leads were high (both monopolar and bipolar) on channel 2. Leads from both hemispheres were tested between channels to exclude lead connection issues. It was unknown what external factors contributed to the issue. The affected ins was not implanted and a newins was used, which resolved the issue. No symptoms were reported as a result of the event.